Event description:
The hospital reported the image was too dark during a procedure. Further communications with the hospital revealed the image was totally lost. The procedure was completed with the same device. There was no allegation of harm.